Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1360 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was not flushing, the line was pulled and a crimp/kink was noted in the catheter roughly 3-4cm from tip.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter is inconclusive due to poor sample condition. One 5 fr powerpicc tl catheters and a note with lot: redp1360 was returned for investigation. The note also contained the date ¿6/11¿ and ¿line in place 10 days¿. The catheter extended up to the 38 cm depth marker. Use residue was present throughout the device. Microscopic observation of the outer catheter surface did not reveal clear evidence of a kinked section of the catheter at the alleged location. The sample was flushed with water using a 12 ml syringe and all three lumens were patent to infusion. The catheter was cut at the 34 cm depth marker and the catheter wall thickness was measured. The catheter was found to be within specification. The catheter kink may have relaxed to its normal position after removal from use. Since the kink was not observed on the returned sample and no issues were observed with the measured dimensions, the complaint is inconclusive.

Event description:
It was reported that the catheter was not flushing, the line was pulled and a crimp/kink was noted in the catheter roughly 3-4cm from tip.